Event description:
The user facility reported a 53-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on support for just under 13 hours. When the pump support was ongoing , the patient developed limb ischemia. The leg with the impella placed lost pulses distally. There was no pedal pulse. The team additionally noted the patient had signs of hemolysis. The urine color had changed and the team made choice to explant the pump. The pump site also had an access site blood ooze. The ooze was not treated aggressively, but rather by just nursing care to the site. The patient was escalated to an impella 5.5 via the axillary site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the limb ischemia, access site bleed, and hemolysis has been completed. According to the clinical, shortly after beginning impella cp support the patient was taken off heparin because of oozing at the groin site. No pulse could be found in the right leg and the patient's urine was a dark amber color. The decision was then made to explant the pump. No product was returned for a visual inspection. Data log analysis confirmed no motor current (mc) spikes, positioning issues, or other abnormalities. The cause of the access site bleeding-major was not determined because no product was returned, and not enough clinical information was given. The cause of the hemolysis was not determined because no product was returned, and not enough clinical information was given. The cause of the limb ischemia could not be determined without additional clinical details. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ to conform with updated procedures, sections d6 & h10 have been revised with updated information.